Event description:
It was reported that the customer experienced problems with the pump "battery life". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.